Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours. As treatment, the patient gave manual insulin injections and a new pod was placed. The device was originally reported for high bg levels despite correction attempts.